Manufacturer narrative:
(B)(4).

Event description:
Final angio showed an endoleak distal to proximal & distal body overlap. Drs. Used a coda balloon to help seal proximal and distal body over lap (about 3.5 stent overlap) & then did another angio. The leak was still there. Drs. Inflated 32 coda balloon in overlap of the proximal & distal body and placed a pigtail marker just distal to the overlap (up the contra side - left iliac) and did an angio to see if there was still a leak. The endoleak was not coming from the proximal & distal body overlap, it looks like it is coming from a hole or tear in the distal pants, just proximal to the contra limb overlap. Drs. Placed an esbe to help seal endoleak. It looks like a small leak is still there. Drs. Plan to rescan patient in the next 30 days or so to see if the leak has sealed off.